Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Concomitant medical products:

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 200 mg/dl. Customer stated that the insulin pump had died, placed 5 new batteries and still did not work. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Troubleshooting was complete. The insulin pump will not be returned for analysis.